Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause for no image output could not be identified, however, it is estimated that there was temporary malfunction of the product, communication failure of the endoscope, and light source cable. It is also possible that the malfunction was caused by the user's misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of images disappearing intermittently when the geni generator is running could not be identified. However, it is likely the cause is related to the noise generated from the generator possibly affecting the transmission of image signals. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, the device was not returned and a root cause could not be identified. It was confirmed that an inspection was inadvertently not requested from the repair department. Field service engineers were dispatched. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿cv-190 instruction manual. 9.2 how to distinguish and cope with abnormalities. The observation monitor is not powered on. Follow the "attached documents" and "instruction manual" of the observation monitor to turn on the observation monitor; the endoscope, camera head, and video converter are not connected correctly. Connect the endoscope according to the "attached document," "instruction manual," and "6.3 connecting the endoscope."; the scope cable exera ii is not connected correctly. 6.3 connect the scope cable exera ii according to "connecting the endoscope"; the connection of the monitor cable is not appropriate. 3.5 connect the monitor cable according to "connecting the observation monitor"; the output setting of the observation monitor is not appropriate. The watch must be properly set in accordance with the "attached document" and "instruction manual" of the observation monitor; the various setting screens are displayed. Press the "esc" key on the keyboard to display the endoscope image; a color bar image is displayed. Press the "esc" key on the keyboard to show the endoscope screen; the brightness setting of the observation monitor is not appropriate. Set the watch appropriately in accordance with the "attached document" and "user's manual" of the observation monitor; the synchronization signal setting of the observation monitor is not appropriate. Set the watch appropriately in accordance with the "attached document" and "user's manual" of the observation monitor.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that when the foot switch for an electrosurgical device was pressed and the device is activated, the image from the olympus, model cv-190, evis exera iii video system center would be lost intermittently. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.